Event description:
The info was provided in (B)(4) endovascular symposium held in (B)(6) from (B)(6) 2014, and cr obtained this info on (B)(4) 2014. A (B)(6) male pt had undergone bare stent placement for aneurysm of the left iliac artery when he was (B)(6). Treatment had been conducted in another hosp, no stent info was available. Pt had been monitored without additional treatment due to old age although enlargement of the aneurysm had been observed. On (B)(6) 2014, the pt was transferred to hosp urgently with left lower abdominal pain; impending aneurysm rupture was suspected (size of the aneurysm of the left iliac artery: 56 mm). Because proximal side of the previously placed bare stent was floating inside the aneurysm and it would be difficult to advance a delivery system through the bare stent, aorta-uniiliac stent graft placement was planned with f-f bypass. The right cia was selected as a distal landing zone to save the right iia. (The physician judged it would be impossible to safe the lift iia). A zenith main body was placed beneath the renal arteries, then zenith converter was placed. Since angiography confirmed slight leakage of contrast media near the right iliac artery, a zenith iliac leg graft with spiral-z technology was placed as an iliac extension, then touch-up ballooning was performed. Angiography confirmed that leakage of contrast media stopped and confirmatory angiography showed patency in the stent grafts with no endoleak; however, right after the procedure, abdominal distention and severe drop in blood pressure were observed. Angiography performed again under general anesthesia showed leakage of contrast media outside the right iliac artery, so excluder iliac extension was additionally placed landing on the right eia. Leakage stopped and circulatory dynamics became stable. Ileus due to retroperitoneal hematoma observed after the procedure was improved and the pt was discharged from the hosp 15 days after the procedure. Event eval: still under investigation.